Manufacturer narrative:
Intuitive surgical, inc. Has received the force bipolar instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after the failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the force bipolar (fb) instrument was cracked. A fragment fell into the patient¿s anatomy and was not retrieved. The customer used a backup fb instrument to complete the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis found the molded insulator cracked at the grip base. As a result, the grip tip shifted from outside of its normal position. There was no damage to the conductor wire. There were no missing pieces. The instrument passed the electric continuity test. Isi followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use with no issue. The customer did not use the instrument during the procedure after the instrument issue was found. It was confirmed and verified that there was no fragment that fell into the patient¿s anatomy. No additional surgical procedure was required. No known impact or patient consequence was reported.